Event description:
There was an allegation of a questionable creatinine plus ver.2 result with one patient sample run on a cobas c 503 analytical unit. The initial result was 5.42 mg/dl. The repeat result was 0.6 mg/dl. The initial result was questioned by the doctor, triggering the repeat run. The repeat result was deemed correct.

Manufacturer narrative:
The reagent lot number was 88357301 with an expiration date of 28-feb-2026. Calibration and qc were within the expected ranges. The field service engineer (fse) found that the sample probe was contaminated and replaced it. The fse then performed full adjustments, air purge, mechanical checks and precision. Following the fse intervention, no further issue was observed. The investigation determined that the service actions resolved the issue.